Event description:
I implanted a leadless pacemaker one day. At the time, I was under the impression that the pacemaker was implanted in a standard location on the right ventricular septum. Pacemaker function was normal next day after implantation. After four and a half weeks I was informed by nuclear medicine md that on positron emission tomography¿computed tomography (CT/ pet) report obtained for cancer follow-up, pacemaker appeared to be in the left ventricle. The patient was contacted and seen by me in the office next day. Pacemaker was no longer functional. I recommended admission for further work-up, which was done in a week time. After additional tests and multidisciplinary discussion, it was decided to manage conservatively with chronic anticoagulation, which the patient has had indications for prior to pacemaker implantation and dislodgement. I will follow-up with the patient as an outpatient with echocardiographic and radiographic interval testing.